Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, g1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 17-sep-2022 to 16-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device gave alert warning for incorrect dose removal. The technical support specialist guided the customer to prevent duplicated removes and to setup close warnings during the removal process to resolve the issue. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis medstation es system nurse accessed to remove extra dose instead one dose of oxycodone10mg and acetaminophen 325mg tablets on a profiled order. The customer stated that no harm and added that the patient had a side effect of drowsiness due to the extra dose. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the extra dose given due to unintended user removal workflow. The technical support specialist guided and advised user to setup close warnings during the removal process to re-occur. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system nurse accessed to remove extra dose instead one dose of oxycodone10mg and acetaminophen 325mg tablets on a profiled order. The customer stated that no harm and added that the patient had a side effect of drowsiness due to the extra dose. There were no adverse events or injuries reported based on this incident.